Event description:
Caller reported that customer got reading of 132 mg/dl on her aviva system and was feeling fine. Five minutes later customer was experiencing low blood glucose symptoms and on repeat she got a result of 20 mg/dl. Customer's husband and daughter successfully treated her low blood glucose symptoms by providing her with sprite and liquid glucose. Requested return of suspect device.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Upon follow up with customer, it was noted that the strips that were requested for return had all been consumed. Customer does not have device to return for investigation. Will not be returned to manufacturer.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.